Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's alert settings were not accessible. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.